Manufacturer narrative:
H3: the device was not returned to the manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
The reporter stated that the patient changed the cannula daily because he used a silver cannula during the day. After about 3 weeks he could no longer depress the valve with the syringe, which means he could no longer deflate the cuff of the cannula. There was patient involvement and no injury.